Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three potentially inappropriate shocks. The patient advised there was a burning sensation over the device site area. Further evaluation of the device was recommended. At this time, no additional information has been provided. The ICD remains in service. Outside of the inappropriate shocks, there were no adverse patient effects reported.